Event description:
It was reported that, "during the surgery, the surgeon noticed the faded marking of the size on the cup trials".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.